Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels with trace of ketones on one occasion. However, the exact values were not provided. At the time of the call contact stated bg level was 424 mg/dl for the day. During the call with tandem technical support (cts), the contact stated the customer and pump were not available to troubleshoot with cts. Multiple follow up attempts were made to troubleshoot with the customer that have been unsuccessful.